Event description:
It was reported that during a routine check a fluctuation in the impedances on three electrodes channels was seen in 2010. Since then there has been a reported progressive reduction in the number of viable channels with increasing number of hi channels or unstable impedance. Six channels only considered viable for stimulation at this stage.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.